Event description:
The customer reported a read image error occurred with the panel. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative replaced a defective di pc board. He performed the calibration and self tests and all functions met specifications. MFR cross-reference #: (B)(4).